Event description:
Pt underwent (B)(6) in 2005 and successfully healed/fused at c5-c6 level. The pt reported symptoms above this level at c4-c5 and surgeon opted to perform a (B)(6) using (B)(4) after removing plate and screws. During the removal 2 of the locking screws had to be drilled away using a carbide tip drill. One of the cancellous expansion head screws was left in the vertebral body of c5. Surgeon did not have any concerns with leaving the screw in the pt. Two of the locking screws, 3 of the cancellous screws, and the plate were retrieved. Procedure was completed successfully. This report is # 8 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.